Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) values reached over 700 mg/dl and went to the hospital to seek help. For treatment, no information was given. The patient was transferred to the intensive care unit. The pod was removed and discarded at the hospital. No discharge details were given. No further details to report.